Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing was noted on stored electrograms (egm). Atrial arrhythmias with atrial refractory events leading to possible false detection was noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.